Event description:
A customer observed a negative anti-d reaction in an rh positive pt. A false negative result could put a pt at unnecessary risk. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the customer was using expired reagent. Testing of the lot and sample in question could not reproduce the customer's complaint. A weak positive result was observed. There was not enough info from the customer to rule out improper handling. Thourgh using expired reagent contributed to this event, the incident is most likely sample related.